Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 60 mg/dl. Reportedly, the customer did not know why the bg level was low. The customer drank juice to address the bg level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.